Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button switch was open. The cause for the inability to activate the device is the open switch at the rear response button. The root cause for the open switch cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.